Event description:
The thoraflex hybrid device was used in the procedure for aortic arch replacement, but the patient developed paresis after the procedure. The patient is under observation. It is the physicians opinion that the device may have rubbed against the aortic wall during implantation or occluded a major intercostal artery, leading to the paresis.

Manufacturer narrative:
Clinical code e: 1998 - paresis - a slight or incomplete paralysis. Impact code f: 4621 - recognised device or procedural complication - patient experiencing a complication that is well documented in association with the device or procedure. - paralysis is a known and recognised potential adverse event which can arise from, but is not limited to, the use of a thoraflex hybrid device, as described in the thoraflex hybrid instructions for use. Medical device problem code a: 3009 - positioning problem - problem associated with the movement of the device to an intended location. - the physician has commented that the device may have rubbed the aortic wall during implantation or occluded a major intercostal artery, causing paresis. Component code g: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or sub-assemblies, or it would not be appropriate to link the reported incident to a single part, component, or sub-assembly. Use this term if the problem involves or affects the overall device rather than a specific component. Type of investigation b: 4110 - trend analysis - (B)(4). 3331 - analysis of production records - a full batch review from raw material to finished product was performed which confirmed that no issues occurred during the manufacture of this device. 4117 - device not accessible for testing - the device remains implanted. 4109 - historical data analysis - a review of historical thoraflex hybrid paralysis events shall be performed to assist in the root cause analysis of this event. 4111 - communication / interviews - complainant has confirmed that no further information shall be provided for this complaint. Investigation findings c: 3233 - results pending the completion of investigation. Investigation conclusions d: 11 - conclusion not yet available.

Manufacturer narrative:
Clinical code e: 1998 - paresis - a slight or incomplete paralysis. Impact code f: 4621 - recognised device or procedural complication - patient experiencing a complication that is well documented in association with the device or procedure. - paralysis is a known and recognised potential adverse event which can arise from, but is not limited to, the use of a thoraflex hybrid device, as described in the thoraflex hybrid instructions for use. Medical device problem code a: 3009 - positioning problem - problem associated with the movement of the device to an intended location. - the physician has commented that the device may have rubbed the aortic wall during implantation or occluded a major intercostal artery, causing paresis. Component code g: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or sub-assemblies, or it would not be appropriate to link the reported incident to a single part, component, or sub-assembly. Use this term if the problem involves or affects the overall device rather than a specific component. Type of investigation b: 4110 - trend analysis - a review of thoraflex hybrid paralysis events vs thoraflex hybrid sales from january 2021 - january 2025 gave an occurrence rating of 0.049%. An increasing trend was identified which is being investigated. 3331 - analysis of production records - a full batch review from raw material to finished product was performed which confirmed that no issues occurred during the manufacture of this device. 4117 - device not accessible for testing - the device remains implanted. 4109 - historical data analysis - a review of historical thoraflex hybrid paralysis events was performed, which has led to an internal action to update the design failure mode effect analysis for thoraflex hybrid devices, to include new lines related to paraplegia (1) transient paraplegia / paresis 2) permanent paraplegia 3) debris becoming dislodged during implantation). 4111 - communication / interviews - the physician offerd a comment on the causal relationship between the device and the event; 'it is not that the device was wrong. The device may have rubbed the aortic wall during implantation or occluded a major intercostal artery.' Complainant has confirmed that no further information shall be provided for this complaint. Investigation findings c: 4256 - malfunction observed without conclusive finding- from the investigation conducted, no causal link between the paresis and the device could be established investigation conclusions d: 4315 - cause not established- from the investigation conducted, no causal link between the paresis and the device could be established.

Event description:
The thoraflex hybrid device was used in the procedure for aortic arch replacement, but the patient developed paresis after the procedure. The patient is under observation. It is the physicians opinion that the device may have rubbed against the aortic wall during implantation or occluded a major intercostal artery, leading to the paresis. This report is being submitted as follow up 1 for manufacturing report number 9612515-2025-00025 to provide event closure information for tag0176.